Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella rp system with automated impella controller and impella rp flex with smart assist system with automated impella controller instructions for use and clinical reference manual. Section: potential adverse events (united states): "arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia."

Event description:
The user facility reported that a patient (pt) was admitted for unexplained anemia, weight loss, and abdominal pain. Cardiac eval/tte revealed vegetation on the aortic valve leaflets. Ef 45%. Additionally, pt was diagnosed with acute cholecystitis. Abx treatment started and pt optimized for surgery. The patient underwent bentall. Surgery was complicated by complex removal of valve and friable tissue. Decision was made for urgent placement of impella 5.5 as they were unable to wean from bypass. On arrival in the or, the impella 5.5 was inserted and initiated at p2. Upon assessment of hemodynamics and heart function, physician made the decision to proceed with insertion of rp flex. During support, a nurse called about placement signal alarm with the rp. Alarm explained and audio was silenced. Additionally, there was a notification with the rp of purge pressure low. The purge flow 30, pp in 300's. However, was intermittent after bag change. No leaks noted. It was noted that the patient on bipella support was critically ill with poor prognosis, absent of any neurological function, on multiple high-dose pressors/inotropes with acute-onset multiple organ dysfunction syndrome. Family made decision to withdraw care and the patient expired.

Manufacturer narrative:
D6b "if explanted, give date" corrected.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. After 3 days on support, the placement signal not reliable (psnr) alarm occurred. Data logs were not recovered. The cause of the placement signal issue was not determined since product was not returned, data logs were not recovered, and insufficient clinical details were provided. Also, after 3 days on support, the customer service center was called for a purge pressure low alarm, the pump was not returned. Data logs were not recovered. The cause of the purge leak - pump was not determined since product was not returned, data logs were not recovered, and insufficient clinical details were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. A4 updated. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-29975. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.